Event description:
The customer observed falsely decreased sodium results for two patients on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID (B)(6), 86-year-old female, initial result, on 20dec, was 114, repeat result, on another analyzer, was 144 mmol/l sample ID (B)(6), 65-year-old female, initial result, on 21dec, was 117, repeat result was 141 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
During the site visit, the field service representative (fsr) inspected and replaced the alnty c reagent probe (04s49-01) which resolved the issue. A review of the alinity c processing module, serial number (B)(6) service history was performed and no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaints and trending data associated with the alnty c reagent probe did not identify an increase in complaint activity. A review of this data did not identify increased complaint activity for the alinity c processing module or the complaint issue. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and component replacement the alinity c -series reagent probe based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6) or the alnty c-series reagent probe.

Event description:
The customer observed falsely decreased sodium results for two patients on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID (B)(6), 86-year-old female, initial result, on 20dec, was 114, repeat result, on another analyzer, was 144 mmol/l sample ID (B)(6), 65-year-old female, initial result, on 21dec, was 117, repeat result was 141 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information from section a1 patient identifier: multiple = sample ID (B)(6) and (B)(6). All available patient information has been included. No additional patient details are available.